Manufacturer narrative:
The second sapien 3 ultra valve, commander delivery system, and 16fr esheath were returned to edwards lifesciences for evaluation. Visual inspection of the returned sheath revealed the sheath shaft was partially expanded until 19cm from the distal strain relief, with the remaining length unexpanded. The distal tip was opened along the vertical score line with minor stretching and soft tip damage. Two liner tears were observed, the first located 7cm from the distal tip and 5cm in length. The second liner tear was in the same location as the first tear and was attached at both ends. A liner strand was observed starting at the distal end of the first liner tear. A minor fold on the shaft and scratches on the hdpe near the tear areas were observed. Review of the provided 3mensio imagery revealed calcification and tortuosity was present in the access vessel. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint based on the resistance complaint codes. No other similar complaints related to the liner tear or liner strand codes were found. Dimensional analysis of the liner thickness along the liner tears was performed. All measurements met specifications. Complaint history review from march 2020 to february 2021 for the edwards esheath (all models and sizes) revealed other similar complaints based on the associated complaint codes. No edwards manufacturing non-conformances were found during the evaluations. Available information suggests that procedural factors (bent valve strut, damaged valve, excessive manipulation due to difficulties with ds insertion/withdrawal, high push force, improper crimping, incomplete loader advancement, valve strut caught on liner, withdrawal of burst/torn balloon, withdrawal of damaged valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the evaluation of the returned devices. However, no manufacturing nonconformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. As reported, 'extremely hard to push though the downward turn during subclavian case. Distal valve stent strut pierced the sheath and inverted in subclavian. Unable to push valve without prolapsing the stent strut more'. Per the 3mensio imagery, the patient's access vessel had presence of calcification and tortuosity. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Additionally, the training manual states that the right side approach through the subclavian is not preferred, as it can be difficult to be coaxial and centered with the crimped valve, which can lead to further contact and friction between the crimped valve and the inner lumen of the sheath. These patient factors, in conjunction with the exposed apices of the crimped sapien 3 ultra valve, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for sapien 3 ultra design/process improvement to mitigate against the failure. The available information suggests that patient (calcification, tortuosity) factors likely contributed to the reported resistance during advancement of the valve through the sheath. Per evaluation of the returned device, the esheath was noted to have liner tears and a liner strand. As resistance was met during system advancement through the sheath, the operator likely manipulated the delivery system to continue advancing the delivery system. It is possible that crimped valve interacted with the sheath, leading to the observed liner tear. Per the case notes, 'the seam being pierced on both sheaths'. Additionally, the presence of sharp calcified nodules can also weaken the liner material making it more susceptible to tearing, especially when compounded with excessive device manipulation. The sheath also had scratches along the shaft which is indicative of contact with vessel calcification. The available information suggests that patient (calcification) and procedural (excessive manipulation, valve caught on liner) factors likely contributed to the reported liner tears and liner strand. Available information suggests that patient (calcification) and/or procedural factors (excessive manipulation, valve caught on liner) likely contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action is required at this time. Control limits are managed and assessed one a monthly review basis. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01869, and related manufacturer report no: 2015691-2021-01871.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of three manufacturer reports being submitted for this case.

Event description:
As reported, during a subclavian tavr, difficulties were encountered during the advancement of a 26mm sapien 3 ultra valve through the 14fr esheath. The distal valve frame strut pierced the sheath and inverted in the subclavian. The valve was not able to be advanced further without prolapsing the valve frame more. The decision was made to remove the devices and try again with a stiffer wire and a 16fr esheath. Similar to the first attempt, a frame strut also bent on the second 26mm sapien 3 ultra valve as it advanced towards the ostium of the right subclavian. The devices were removed. Upon withdrawal, the 16fr esheath was also observed to be damaged. A third valve, delivery system and 16fr esheath were prepared. The seam of the esheath was 'reversed' to avoid the crimped valve from splitting the seam. The third valve was able to be advanced through the sheath and deployed in the intended location. No injuries to the patient were reported. The patient was in stable condition at the time of the report. The third valve remains implanted in the patient. Pre-decontamination of the returned 16fr esheath indicated a liner tear and a liner strand.